Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2015 with the following findings: a review of the pump¿s black box showed call service alarms. During testing, the pump powered on normally. The pump was exercised for 24 hours with no call service alarms. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged that the pump had emitted a 6-0002 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.